Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during therapy that a intra-aortic balloon (iab) an ICU nurse, called to report a balloon leak on a cardiosave. No patient injury, harm, or death occurred. No blood back to the console. There was a restriction alarm followed by a gas loss alarm before recognizing the blood in the helium tubing.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings,component codes, investigation conclusion), h11. Corrected field: d7. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d4 (UDI no.). The reported iab serial#: (B)(6) but returned iab serial#: (B)(6) and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Complaint ID: (B)(4).